Event description:
The manufacturer received information alleging a trilogy evo ventilator failed to power on and there was a pressure mismatch issue. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received additional information from the third-party service center that the device repair required replacement of the device power supply to address the alleged "no power" complaint, and replacement of the machine flow sensor to address the alleged "pressure mismatch" complaint. The third-party service center indicated that the device repair was completed and the device returned to the durable medical equipment (dme) company. The manufacturer has not received confirmation of the detailed repair results. A final report is being submitted. If new or additional information becomes available that changes the outcome of the investigation and associated medical device reporting, a follow up/supplemental report will be completed.